Manufacturer narrative:
The field report of hv output issue was not confirmed. As received, a complete lead was returned for evaluation in one piece. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead revealed damages consistent with occurring at time of explant.

Event description:
During a follow-up, there was a large variation in the morphology and the device provided inadequate therapy during induction testing. The lead was explanted and replaced to resolve the event and the patient was stable.